Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are seeing a replace controller battery screen which started about a couple weeks ago. Patient says recharger was recently replaced. They said controller port looks intact. Pt also mentioned when charging implantable neurostimulator (ins) it says to replace controller battery and recharger(rtm) cord heats up and looks like it has some wear on it. Controller port looks intact. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. The patient mentioned unrelated medical history. This included patient mentioned they have a torn rotator cuff and will be having shoulder surgery next week.